Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26585. The patient is implanted with a scs system which includes two leads from same lot. It was reported the patient experienced overstimulation. The patient reports he had experienced the overstimulation once before but it had not occurred since (B)(6) 2015. The patient reports he turned his system on at 9am and in the evening he experienced overstimulation in his abdomen and down his legs. He turned the system off and the overstimulation subsided and the patient has not used his system since. The patient has suffered falls in the past though none recently related to this event. An x-ray was taken and showed no anomalies. The sjm representative met with the patient and lead diagnostics revealed multiple low impedances. Reprogramming was performed, however the patient is hesitant to turn the stimulation on. Follow up information identified surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26585. Follow up information identified the scs system was explanted at unknown date. Sjm rep was not present at the time of explant. The new scs system was implanted on (B)(6) 2016.